Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level was recorded at 10.9 mmol/l, which is within the normal range. Technical support provided instructions to the customer on how to reset the pump, and assistance was given during the reset process. After resetting the pump, the malfunction code did not recur, and the customer was advised to continue using the pump with the instruction to contact support if the issue reappears.